Manufacturer narrative:
No fault could be found with the returned navigation unit (403001-06) s/n (B)(6). The nav. Unit passed all visual and functional tests. A review of the nav. Unit device history record (DHR) was conducted. There were no process deviations (pds) or nonconforming material reports (ncmrs) within the DHR. The device passed all manufacturing specifications prior to release. Upon investigation, the nav. Unit log indicated "reference sensor unstable" in comm check and the data received from the rs was abnormal. The rs was not returned for evaluation. During investigation, functional testing used an in-house rs and the nav unit functioned as designed. No root cause could be determined. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded. Correction to change model number from being the navigation unit (403001-06) to being the rs5h (403087-06) s/n (B)(6).

Manufacturer narrative:
Product has been returned and orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that the patient could be subject to if the device produces inaccurate measurements.

Event description:
It was reported that after registration took place and the acetabulum was prepared, the definitive cup was loaded on the inserter. Once in position to navigate, the numbers given by this unit was off dramatically. Dr. (B)(6) was unable to use the unit as a guide due to the disparity. He also tried to use it for the leg length portion and again found the numbers to be off dramatically. No patient injury reported.